Event description:
It was reported that the patient was feeling fatigued and that there was high right ventricular (rv) lead pacing thresholds and loss of capture resulting in early device battery depletion. The device was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).